Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error alarm (variable 3) confirmed in the device history due to broken pin 6 trace (sda) on u1 keypad assembly. Pump error found in the device history (line number = 5632 and file number = 2005) due to software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an audio anomaly. The device would not follow the volume¿s setting. The device alarmed hardware low level failure and software error detected during self-test. The customer¿s blood glucose 22.9 mmol/l at the beginning of the call due to the customer having lunch and forgetting to bolus. The customer treated their high with the pump. After calling the customer back to check if their glucose levels had dropped, the customer stated that their blood glucose was 15.2 mmol/l. The device will be returned for analysis.